Event description:
It was reported that the customer experienced high blood glucose, and she was admitted in the emergency room due to diabetes ketoacidosis. The blood glucose reading at time of her admission was 490mg/dl, and her glucose level was treated with an insulin drip. The customer was feeling light headed, headaches, and did not feel well. Troubleshooting was performed, and the drive support cap was protruded. The time, date, basal rates, and bolus wizard settings were correct. Assisted the mother to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. The customer mentioned that the cannula was bent during the hospitalization. Advised the caller that the bent cannula can be the reason for high glucose level and no delivery alarms, but the caller stated that they have been changing the site and the blood glucose was still high. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.